Event description:
Reported blood glucose results of "112 mg/dl, 61 mg/dl, and 202 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care representative had the patient clean the puncture site correctly and walked through two blood glucose tests and obtained results of "70 mg/dl and 252 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.